Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s wake/sleep button was unresponsive unless the device was on the charger, and a factory reset did not resolve the issue; the device was replaced. Symptoms included no device response to the wake button when off the charger. Outcomes included continued cgm use via dexcom app or receiver and instructions to shut down the ilet to avoid further alerts. Investigation included customer troubleshooting and remote technical review , further inspection of the returned device. Investigation of this device revealed a suspected hardware malfunction of the wake/sleep button assembly that persisted after a factory reset, consistent with a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was likely a hardware failure of the user interface button mechanism.